Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was between 300 to 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer stated that he was off the in insulin pump therapy because it was no longer working. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.